Manufacturer narrative:
Based on technician statement, the user interface mount was broken off. User interface mount, spacer handle, cover handle big, cover handle small were damaged. The customer didn't provided any details on how the damage occurred. It is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the panel as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the panel to forces greater than it has been designed for). Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that monitor holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).